Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed a diluent leak from a hole in the I-beam tubing at pinch valve vl49 from the backwash pump. The tubing was replaced, resolving the leak and the error condition of "diluent comparison out of limits." (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was uncontained and was 20 ml of clear fluid from the analyzer. The analyzer generated an error condition of "diluent comparison out of limits" when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.